Manufacturer narrative:
Device evaluation: the complaint component was returned and analyzed, and the reported allegations of erosion, infection and malfunction were not confirmed via product analysis. Based on the results of this investigation, no escalation is necessary. The ams700 device was visually inspected and functionally tested. There was a leak in one cylinder that was the result of a sharp instrument consistent with explant damage. The other cylinder performed within specifications. When functionally tested the pump failed the inflation test. The ams700 reservoir was visually inspected and functionally tested. No leak was found. The reservoir performed within specifications. Model number: 72404161, lot number: 0184871007, model description: reservoir 65ml pc.

Event description:
It was reported that the inflatable penile prosthesis (ipp) was explanted because the "prosthesis did not deflate correctly so cylinders migrated to urethra and caused urinary infection." It was further reported that the patient presented with pain related to the prosthesis migration into the urethra. The patient called the doctor's office one day prior to surgery to report his symptoms so an appointment was made the next day. On the following day, almost immediately after medical assessment the decision was made to undergo surgery. The patient was doing fine following the surgery and will wait at least three months before implanting a new device. It was further reported that the device was explanted due to erosion and infection.

Manufacturer narrative:
Model number: 72404161, lot number: 0184871007, model description: reservoir 65ml pc.

Event description:
It was reported that the inflatable penile prosthesis (ipp) was explanted because the "prosthesis did not deflate correctly so cylinders migrated to urethra and caused urinary infection." It was further reported that the patient presented with pain related to the prosthesis migration into the urethra. The patient called the doctor's office one day prior to surgery to report his symptoms so an appointment was made the next day. On the following day, almost immediately after medical assessment the decision was made to undergo surgery. The patient was doing fine following the surgery and will wait at least three months before implanting a new device.